Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. During a cybersecurity update the patient's device went into backup vvi resulting in patient discomfort and unintentional muscle stimulation. Programming changes were made and the device was successfully restored. The patient was stable after the changes were made.